Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nb017z - as enduro femoral component cemented f1r. According to the complaint description, postoperative fracture and femoral component/stem aseptic loosening occurred. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no.(B)(4). Associated medwatch reports: nb017z/ (aesculap ag reference no. (B)(4). Nr291z/ 9610612-2024-00323 (aesculap ag reference no. (B)(4).

Manufacturer narrative:
Investigation results: the product was not returned. The investigation was based upon batch history review, historical data analysis, and event description. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to the manufacturer´s reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reasons - adverse event (not later than 30 days). The assessment for the reportabiltiy of this adverse event was based on the patient harm, revision surgery. Conclusion/ preventive measures: on the basis of the current information and without the complaint sample being available for investigation, a definite root cause cannot be determined. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material, manufacturing, or design-related failure. Based upon the investigation results, a CAPA is not requireed.

Event description:
Update: the leading material and involved component were confirmed following the investigation. Nb017z is now considered to be an involved component. Associated medwatch reports: nr291z/ 9610612-2024-00323 (aesculap ag reference no. (B)(4)). Involved component: nb017z/ 9610612-2024-00321 (aesculap ag reference no. (B)(4)).